Manufacturer narrative:
UDI number:(B)(6). The reported device was not returned for evaluation .device history record (DHR) was reviewed and no anomalies were found in any processes performed at integra-añasco that could cause the reported event. Based on the lot documentation review, the reported lot complied with all release requirements. Retain samples were visually inspected and tested for suture retention strength: no anomaly was observed, and results complied with current product specifications. Therefore, with the data at hand, it can be concluded that the reported condition was not related to the manufacturing process. No further evaluation is possible at this moment, the root cause for this event is undetermined.

Event description:
N/a.

Manufacturer narrative:
The device is unlikely to be returned to the manufacturer for analysis as it still is currently implanted to the patient. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the durs1391 duragen suturable dural regeneration template 1 tore and broke. The specialist requested "saturable" patch lasting 2.5 x 7.5 cm and performed the continuous suture with neundon 4/0, the patch began to tear and break. It was reinforced with two points in the patch and tisseel fibrin sealant was applied. The patient was hospitalized with a small fistula of cerebrospinal fluid. There was a few minutes delay in surgery reported. Additional information received on 13sep2019 indicating that the procedure being performed was an (B)(6). The specialist reinforced the patch with suture and used tisseel fibrin sealant. There were no adverse consequences because of the delay.